Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient collapsed at a neighbor's home. While being transported to the hospital by ambulance, CPR was performed. The patient was pronounced died at the hospital. A chest x-ray indicated possible pneumonia. Device relatedness and cause of death was reported as unknown. Based on follow-up received, the cause of death and circumstances surrounding the patient's death is unknown. Multiple attempts to retrieve death information were unsuccessful.

Event description:
It was reported that the patient collapsed at a neighbor's home. While being transported to the hospital by ambulance, CPR was performed. The patient was pronounced dead at the hospital. A chest x-ray indicated possible pneumonia. Device relatedness and cause of death was reported as unknown.